Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-05646. It was reported that the patient's wife attempted a controller exchange. She was unable to engage the driveline, which caused the pump to stop. The patient lost consciousness during the event.

Manufacturer narrative:
This event was determined to be a duplicate to manufacturer reference number 2916596-2021-05932.